Event description:
It was reported that when performing a priming of the product at a pre-use check, the customer noticed that the circulation water was leaking from the part where the product and the hot line were connected. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One level 1 hotline disposable was returned for analysis. Upon visual inspection the luer was observed to be broken. The manufacturing process was review with no discrepancies. The leak testing operation process and the final visual inspection process were both reviewed; no discrepancies noted. A random, 32 samples were visually verified noting none presented any defects. A random, 32 samples were assembled, and leak tested per manufacturing process; no discrepancies noted. Based on the evidence the complaint was confirmed. However, the root cause is unknown.